Event description:
It was reported that the device was implanted and explanted in 2008. Reportedly, the device was explanted due to repair failure. No other details were provided.

Manufacturer narrative:
Device not returned.